Event description:
This pt was in complete heart block with chronic atrial fibrillation and flutter. The physician was to perform an atrial ablation at the same time as the pacemaker was replaced for expected eri. The ablation procedure was performed after the pacemaker replacement. Loss of capture and low impedances were noted on this atrial lead the following day and the lead was successfully capped and replaced. The physician states that observed lead issues were caused by the ablation procedure and has no complaints against the functionality of this lead. Should additional info become available, this event will be updated.